Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review for serial number (B)(4) from 22-aug-2016 through 22-sep-2017 was performed. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states that the column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. Calibration frequency should be based upon qc results and chromatogram quality. Calibration is stable for at least seven days if the system is calibrated and maintained according to the procedures provided in the tosoh automated glycohemoglobin analyzer hlc-723g8 operator's manual. The cause of the reported event could not be determined. No other patient data was provided by the customer.

Event description:
On (B)(6) 2017 a customer reported that a female patient that previously presented with non-reportable hba1c result with p00 peaks that were related to a split ao peak on the g8 analyzer on (B)(6) 2017 obtained a reportable result without any flags or p00 peaks. The customer reported that the ao peak was normal in appearance and not split as previous patient's chromatograms of august 2016 and november 2016. The customer sent the patient sample out to a reference lab, which was run on a bio-rad varient analyzer and the result came back as non-reportable with no identification of the abnormality. The reference lab advised the customer to send the patient sample out for electrophoresis evaluation. The customer reported that the calibration was over three (3) weeks old and column count was 3694, which exceed the maximum of 2500 injections recommend by tosoh bioscience. The customer was advised by the technical support specialist to have the patient redraw, replace the column, and re-calibrate the g8 analyzer. The customer agreed to complete all recommended actions, including the electrophoresis evaluation. On (B)(6) 2017 the customer reported that the patient in question would not be available for redraw at this time. The customer was not able to provide an estimated time frame; therefore, no further follow-up or troubleshooting of the patient sample could be performed. The customer did not retain any of the original patient samples. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.